Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 2175384. Medical device expiration date: 31-oct-2027. Device manufacture date: 24-jun-2022. Medical device lot #: 2144983. Medical device expiration date: 30-sep-2027. Device manufacture date: 24-may-2022. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that 2 bd¿ blunt fill needle was contaminated with black particulate matter. The following information was provided by the initial reporter: multiple lots of bd 18g blunt fill needles were found to be contaminated with black particulate matter. Some needles had particulate matter on the needle itself, others have it on the plastic hubs or needle shields.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305180 and lot numbers 2144983 and 2175384. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that 2 bd¿ blunt fill needle was contaminated with black particulate matter. The following information was provided by the initial reporter: multiple lots of bd 18g blunt fill needles were found to be contaminated with black particulate matter. Some needles had particulate matter on the needle itself, others have it on the plastic hubs or needle shields.